Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion, which was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion. The device alarms after running for at least 10 minutes and then it will stop pumping and alarm upstream occlusion. The pump does not have an occlusion and then it displays that it does when none are present. There was no patient involvement. No additional information is available.